Event description:
It was reported to boston scientific corporation in ealry 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure four days prior .(patient age, and weight unknown). According to the complainant, seal was broken as 9:30 minute mark patient complaining of burning. The doctor noticed first-degree burns and vaginal swelling in recovery, also noticed redness. There is no further information regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.